Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer to submit this event that happened in a foreign country. Problem: this x-ray system had total loss of video fluoroscopy exam data. The imaging data was permanently lost since all retrieval attempts failed including warm and cold reboots.